Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the cable was hanging at the tip. One grip close cable was broken at the distal idlers pulley. The idler pulley spun freely but had damage on the surface and on the edge. The cable segment stuck out at the instrument wrist. The other cables at wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the cable was hanging at the tip of the mega suturecute needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.